Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1140 serial #: (B)(4), description: scs precision novi ipg, sterile; model#: sc-4318 lot #: 18388887 description: clik x anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain since implant. It was noted that the midline incision site had opened which caused an infection. It was unknown if the symptom was device or procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient had an incision at the back in which the physicians were not able to close. It was noted that the infection was not device or procedure related. The patient was no longer having an explant. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain since implant. It was noted that the midline incision site had opened which caused an infection. It was unknown if the symptom was device or procedure related. The patient was placed on antibiotics.